Event description:
It was reported the duodenovideoscope cap came off of the distal end tip due to the clip that goes over the tongue was broken. The issue occurred during an endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
(B)(4): response category. Summary answer (the investigation level is finalized.) This complaint was initiated as tier2. However, as a results of the confirmation by omsc (B)(6), this complaint is applicable to the tier1. Evaluation results as follows: [evaluation results], evaluation date: 2024/10/9, evaluator: (B)(6). Event1: during an ercp procedure the cap of the duodenal scope came off the distal tip. Was the procedure therapeutic or diagnostic: unknown. Pae judgement: pae. Tier classification: tier1. Universal failure code: gie2321y. Investigation required: necessary. Containment: not required because there is no fact or possibility indicating that the reported event might spread any further. The following events are tier 3. Investigation is not required. 1 the subject device was not returned to olympus: gix.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since a valid serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the following: -the distal end cover being installed improperly. -stress from friction caused by twisting, pushing, and pulling inside the body cavity, or interference with the mouthpiece that was applied to the distal end cover during the procedure. The event can be detected by following the section of instructions for use below: -operation ¿ precautions the event can be prevented by following the section of instructions for use below: -preparation and inspection - attaching accessories to the endoscope olympus will continue to monitor field performance for this device.